Event description:
As reported by the (B)(4) registry the patient had an ischemic stroke approximately 45 minutes following the index procedure. The patient experienced right visual field loss, right arm hemiparesis, and mild aphasia. Onset was sudden. The patient had a stat CT scan of his head and a neurologist was consulted. The patient was treated with a heparin drip, physical, occupational, and speech therapies. Recovery was partial with major residual. Emergency cea surgery was not performed. The patient was discharged to a rehabilitation facility approximately 3 days post index procedure. There was slight improvement of right arm hemiparesis. Nih stroke scale score was 11 and rankin score was 4. Pre-procedure nih stroke scale score was 2 and rankin score was 3. Carotid artery stenting (cas) was performed on a 95% occluded lesion in the proximal left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with severe vessel tortuosity. The arch ii eccentric and ulcerated lesion had no documented calcification. A 7mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. A 10x40mm precise pro rx stent was successfully deployed at the target lesion. No debris was found in the filter basket upon retrieval. The residual diameter stenosis measured 20%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The same day was the index procedure, the patient experienced an ischemic stroke. The event is unrelated to the cordis device and related to the index procedure.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: angioguard rx catalog number 701814rec, lot number 70113499. Concomitant medications: bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Post-procedure medication included heparin.

Manufacturer narrative:
As reported by the sapphire registry the patient had an ischemic stroke approximately 45 minutes following the index procedure. The patient experienced right visual field loss, right arm hemiparesis, and mild aphasia. Onset was sudden. The patient had a stat CT scan of his head and a neurologist was consulted. The patient was treated with a heparin drip, physical, occupational, and speech therapies. Recovery was partial with major residual. Emergency cea surgery was not performed. The patient was discharged to a rehabilitation facility approximately 3 days post index procedure. There was slight improvement of right arm hemiparesis. Nih stroke scale score was 11 and rankin score was 4. Pre-procedure nih stroke scale score was 2 and rankin score was 3. Carotid artery stenting (cas) was performed on a 95% occluded lesion in the proximal left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with severe vessel tortuosity. The arch ii eccentric and ulcerated lesion had no documented calcification. A 7mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. A 10x40mm precise pro rx stent was successfully deployed at the target lesion. No debris was found in the filter basket upon retrieval. The residual diameter stenosis measured 20%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The same day was the index procedure the patient experienced an ischemic stroke. The event is unrelated to the cordis device and related to the index procedure. The (B)(6) male patient has a medical history of severe pulmonary disease, hyperlipidemia, clinical copd, cardiac arrhythmia, history of smoking (>5 packs of cigarettes), coronary artery disease and coronary percutaneous revascularization and hypertension, and high-risk criteria: chf (class iii/IV) and/or known severe left ventricular dysfunction lvef<35% and severe pulmonary disease. The device was not returned for analysis as it remains implanted. Review of lot 15955631 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported event. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Adjudication minutes were received and additional information was provided. There is no change to file type or determination. The supplemental details are as follows: the event was deemed procedure-related and device-related. The patient had a permanent pacemaker inserted on (B)(6) 2011. Per note from (B)(6) 2013, there was no history of stroke, tia, or amaurosis-like symptoms and no focal neurological deficits found on examination. Pre-procedure on (B)(6) 2014 at 07:25, the nih stroke scale score was 2 due to decreased level of consciousness (not alert, but arousable) and left (?) Leg drift; the rankin stroke scale score was 3. However, on (B)(6) 2014 at 09:00, just prior to index procedure intervention in the catheterization lab, the stroke scale score was assessed again by another person, reported normal loc (alert, keenly responsive, score 0, and no drift in either extremity, scores 0. All other points of stroke scale evaluation at 09:00 were also 0. Immediately post-procedure at 10:10, the nih stroke scale score was 0 for all points of evaluation. On (B)(6) 2014, in 45 minutes post-procedure the patient was noted to have a flaccid right upper extremity. His coumadin was help for 5 days prior to procedure, he was started on asa and clopidogrel, and IV heparin was added. The neurological event form reported post-procedure on (B)(6) 2014 the patient developed sudden onset of aphasia, right visual field loss, and right hemiparesis or hemiplegia. The site reported ischemic stroke with partial recovery and major residual deficits. A head CT scan on (B)(6) 2014 for possible stroke with right arm weakness an inability to move right arm revealed no evidence of hemorrhage or any acute-appearing intracranial process. Several images were degraded by motion artifact. On (B)(6) 2014 the nih stroke scale score, assessed by initial nurse evaluator, was 11 due to decreased level of consciousness (not alert, but arousable), answered neither loc questions correctly, visual field loss in the right lower quadrant, minor facial paralysis, some effort against gravity in the left arm, no effort against gravity in the right arm, mild to moderate aphasia. Extinction/inattention was marked 0 with a following evaluator's written note: "patient kept saying 'right' but sensed touching left; difficult assessment due to partial aphasia; patient did follow track/conversations in his room on both sides." The rankin stroke scale score was 4. Repeat CT scan on (B)(6) 2014 for confusion, compared to study on (B)(6) 2014 revealed no hemorrhage or other adverse or acute interval change, noting that exam continued to show a 4 mm lacunar infarct in the right basal ganglia which appeared old. Neurology consultation was performed on (B)(6) 2014. It was reported that in the morning on (B)(6) 2014, he seemed worse with some confusion, agitation and more difficulty speaking, which seemed to have came and went through the morning to some degree. At the time of consultation he was back to the baseline that he had yesterday, and a follow-up CT scan was unchanged compared to (B)(6) 2014. Neurological evaluation found the patient oriented to month and year but not date, to place, but could not name the hospital, knew the city and the state. He had word-finding difficulties and made some occasional semantic paraphasic errors, however, he seemed to comprehend well. He could not do complex attentional tasks and could not spell words backward. His visual fields appeared full. Pupils were active and reactive. Extraocular movement was full. Facial movement was full. Motor examination showed 2-3/5 strength in the right upper extremity. There was mild drift of the right lower extremity otherwise there was good strength on direct testing. Reflexes were hypoactive throughout. Plantar reflexes were equivocal bilaterally; sensory was intact to proprioception and light touch. There was no clear ataxia on the left. Gait was not testable. Neurology impression: left hemispheric ischemic stroke with right hemiparesis and mild aphasia. This appeared to have been a periprocedural stroke from the carotid stenting. However, the patient with atrial fibrillation and sub-therapeutic inr, so anticoagulation with heparin would continue until inr is therapeutic. The patient was discharged on (B)(6) 2014 on asa and clopidogrel to inpatient rehabilitation facility.